Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had incompatible scope error: e315. It is unknown when or how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation results, associated updates to d8, d9, h3, h6 and h4 the device manufacturer date was added. Additionally, the following corrections: e1 added dr. (B)(6), e2 changed to yes, e3 changed to physician. The device was returned to olympus for inspection, and the reported e315 error was not reproduced however, it was determined that it may be an intermittent error. Additionally, during the evaluation, a whitish foreign material was identified in the air/water cylinder and tube. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: g2 (add healthcare professional) and b5. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error 315" was caused by a circuit board, such as short circuit, which led to the suggested event. And event reported " foreign material" it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, a whitish foreign material was identified in the air/water cylinder and tube.